Event description:
Info received indicates the foot end casters are not holding when in brake.

Manufacturer narrative:
The technician replaced the broken foot section linkage to repair the stretcher.